Event description:
Copilot said: it was reported that during the use of bd vacutainer® cpt nh: 130 iu ficoll 2.0ml tubes, the customer experienced difficulty filling the tube with blood. No adverse impact was reported for the patient or user.

Manufacturer narrative:
Bd did not receive any samples or photos for investigation. A total of 60 retained samples were visually inspected, and the stoppers were correctly placed on the tubes. Functional tests were performed on 10 of these retained samples. All tubes were found to be within specification limits, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.